Event description:
It was reported that during an unspecified surgical procedure, the battery reamer/ drill device was smoking. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: device returned date: the device returned date was documented as unknown in the initial report. The device returned date has been updated as (B)(6) 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.